Event description:
It was reported by the caller that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller through a system check, but no issues were identified. Ultimately, the customer was advised to replace pump supplies as needed and resume insulin therapy.